Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The consumer reported the stimulation was not covering the pain daily. When the patient had the trial, it worked 100%. During the trial for the first time in 20 years, the patient had no pain. Since implant, the patient had over five adjustments and did not feel the leads were working as they should. The patient said he felt he was getting about 15-20% pain control and was wondering what could be done. The patient asked if there was a way to move the leads. Relevant medical history included spinal pain. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. Please see manufacturer report #6000153-2016-00530 for information on the patient's concomitant product.

Event description:
Additional information received from the patient in response to follow-up reported that the doctor was going to explore other options. Previously reported information was mentioned again. Additional information received from the patient in response to follow-up reported that a change in the patient's activity level had not led to this event. The patient noted that they were not the expert; he was getting very minimal relief.

Manufacturer narrative:
.

Event description:
Additional information received from the consumer reported they discussed the leads not working and stimulation not covering their pain with their doctor, and they decided the consumer would try "radiofrequency neurolysis" on (B)(6). The consumer was waiting until (B)(6) to see if the issue was resolved.